Event description:
It was reported that the pt rec'd a durom us acetabular component 50/44 "j" on (B)(6) 2007, right side, and underwent revision surgery on (B)(6) 2013 due to pain, loosing, metallosis and pseudotumor.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should add'l info become available and/or the device (s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).